Event description:
It was reported to resmed (B)(6) that a new astral device will not start and the alarm was triggered at the distributor's facility. The device was not in use when the fault occurred, therefore, there was no pt involvement. MFR ref # 3004604967-2015-00175.